Manufacturer narrative:
(B)(4) captures the reportable event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during preparation, the tip of the laser fiber was noted to broken upon opening the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.